Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while exercising. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the therapy delivered due to the patient's significantly different r-wave morphology which led to double-counting. Ts provided recommendations for performing in-clinic troubleshooting, such as assessing other vectors during exercise testing. Recently, the patient was seen in-clinic, where exercise testing was performed. The patient's morphology prior to the inappropriate therapy was able to be reproduced, and it was determined that the primary vector was still the most suitable sensing vector. There was no evidence of artifacts or any other changes during provocative maneuvers. The physician also elected to extend the smartcharge feature to prevent further inappropriate shocks. Ts was contacted again with the results, and it was noted that while the morphology was reproducible, the device was still exhibiting borderline double-detection. Ts recommended assessing what exercise the patient was undergoing at the time of the event, as well as continue remote monitoring. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.